Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation. Complaint ID: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was used in the cardiac catheterization lab. The patient's condition worsened during cag, so a trp4046 was inserted to support him. Heart rate fluctuated between 160 and 180. Thirty minutes after the iabc was inserted, a black scar was found inside the extension tube, so it was determined that there was a possibility of a balloon leak and the iabc was removed. The procedure was performed by a cardiologist, and the cag and iabc insertion were carried out in the catheterization lab. An 8fr sheath from another manufacturer was used. The included 0.025 inch gw was used to insert the iabc through the right femoral artery. The insertion was performed according to the instructions, and there were no findings such as resistance during insertion. No warning alarms for gas loss were sounded.